Event description:
It was reported that an ilet user experienced a charging issue in which the device appeared not to charge and then became fully depleted while on the charger; during troubleshooting, the agent confirmed a solid green charger indicator and verified the outlet by charging a phone, after which the ilet resumed charging. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education to verify power source and charger function. Investigation of this case revealed normal charger function and an isolated charging behavior that resolved after outlet verification and re-seating, consistent with user-related charging setup or environmental power variation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error or environmental conditions rather than device malfunction.